Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information cannot be expected for this report. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that a knife exhibited a burr on the blade during surgery. There was no patient impact reported. Additional information is not expected for this report.